Event description:
MFR's reagent labeling defect. Once placed on the analyzer, the reagent labels will peel up and cover the barcode. The MFR's work around is to place tape on the reagent labels. This work around leads to other issues if tape is placed incorrectly. The tape cause an instrument malfunction which caused a delay in pt care.